Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient attempted to increase her stimulation, when she went to see her health care professional, using her patient programmer and encountered power on reset (por). There were no symptoms or further complications reported or anticipated.